Event description:
Additional information was received from the patient. It was reported that she had problems with recharging the battery and she was sent a replacement. Information already documented. Patient mentioned that now the equipment works perfectly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that there was poor telemetry with recharging and difficulty recharging. The patient reported poor coupling and getting from 2 bars to full bars but it was hard to get bars to fill in. The patient reported that one part of the ins was up higher than the other. Pss sending new ins recharger antenna to rule out any potential external equipment issue.